Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: (B)(4). On 04-oct-2015. The most recent information was received on 21-jun-2019. This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube)'), pain ('complete pain / achy body / pain') and intestinal obstruction ('obstruction in intestines') in a 46-year-old female patient who had essure (batch no. 676717) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's medical history included unilateral carpal tunnel syndrome on 10-sep-2018, recurrent abortion, post-traumatic stress disorder, depression and endometriosis. *ultrasound: unknown lesion in one fallopian tube, a large cyst in one ovary and huge fibroid in uterus. Previously administered products included for birth control: implanon from 21-apr-2008 to 16-jun-2008; for an unreported indication: vicodin. Past adverse reactions to the above products included migraine with vicodin. Concomitant products included medroxyprogesterone acetate (depo provera) from 16-jun-2008 to 9-feb-2010 for birth control and genital bleeding as well as citalopram from 2009 to 2010, diclofenac since july 2008 to 2009 and gabapentin from 2008 to 2009. In january 2010, the patient had essure inserted. In february 2010, the patient experienced urinary tract infection ("uti - got them a lot after intercourse"). In april 2010, the patient experienced rash ("rash on my hands, fingers, feet, chest"). In may 2010, the patient experienced depression ("depression") with fatigue, asthenia and apathy. In june 2010, the patient experienced migraine ("migraines") with photophobia and feeding disorder, vulvovaginal pain ("electric-shock-type" pains that shoot up through my vaginal area/pain:low pain shooting pain through vaginal area"), headache ("headaches") and dysmenorrhoea ("dysmenorrhea (cramping)") and was found to have weight increased ("weight gain"). In 2012, the patient experienced dizziness ("dizziness") and amnesia ("memory loss"). In 2013, the patient experienced visual impairment ("vision affected/unable to read without glasses"), tooth disorder ("dental problems") and vision blurred ("blurry eyesight"). In 2014, the patient experienced abdominal pain lower ("cramping/lower abdominal pain"), fallopian tube disorder ("unknown lesion growing in one or my fallopian tubes/lesion in fallopian tube") and ovarian cyst ("large cyst in one of my ovaries/cysts") and was found to have uterine leiomyoma ("huge fibroid in my uterus/fibroids"). On (B)(6) 2014, the patient experienced vaginal haemorrhage ("vaginal bleeding/abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), 4 years 4 months after insertion of essure. In 2015, the patient experienced temperature intolerance ("temperature intolerance - cold"). On (B)(6) 2017, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). In november 2017, the patient experienced abdominal adhesions ("abdominal adhesion") and intestinal obstruction (seriousness criterion medically significant). On an unknown date, the patient experienced pain (seriousness criteria medically significant and intervention required), abdominal distension ("swollen bloated stomach"), fibromyalgia ("fibromyalgia"), abdominal pain upper ("pains in my stomach"), back pain ("pain in lower back/pain: lower book"), memory impairment ("my memory has been affected"), vaginal infection ("vaginal infection"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), blister ("small blisters"), dyspareunia ("dyspareunia (painful sexual intercourse)") and pelvic pain ("pain: pelvic"). The patient was treated with ibuprofen and surgery (she had bilateral salpingectomy to remove the essure). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, fibromyalgia, abdominal pain upper, back pain, fallopian tube disorder, ovarian cyst, uterine leiomyoma, memory impairment, visual impairment, temperature intolerance, urinary tract infection, vaginal infection, female sexual dysfunction, blister, rash, headache, tooth disorder, dizziness, amnesia, dysmenorrhoea, vision blurred, abdominal adhesions, intestinal obstruction and pelvic pain outcome was unknown, the pain, abdominal distension, migraine and depression had not resolved and the vaginal haemorrhage, abdominal pain lower, vulvovaginal pain, menorrhagia, dyspareunia and weight increased had resolved. The reporter considered abdominal adhesions, abdominal distension, abdominal pain lower, abdominal pain upper, amnesia, back pain, blister, depression, dizziness, dysmenorrhoea, dyspareunia, fallopian tube disorder, fallopian tube perforation, female sexual dysfunction, fibromyalgia, headache, intestinal obstruction, memory impairment, menorrhagia, migraine, ovarian cyst, pain, pelvic pain, rash, temperature intolerance, tooth disorder, urinary tract infection, uterine leiomyoma, vaginal haemorrhage, vaginal infection, vision blurred, visual impairment, vulvovaginal pain and weight increased to be related to essure. The reporter commented: discrepancy in essure insertion dates-??-jan-2010 and 19feb2010 current weight 127 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.2 kg/sqm. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: dizziness, depression, lower abdominal pains, pelvic pain, fibromyalgia." Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 21-jun-2019: plaintiff fact sheet and medical record received ¿ events perforation (fallopian tube), vision affected, abnormal bleeding (menorrhagia), temperature intolerance - cold, uti - got them a lot after intercourse, vaginal infection, apareunia (inability to have sexual intercourse), small blisters, rash on my hands, headaches, dental problems, dizziness, memory loss, dysmenorrhea (cramping), unable to read without glasses, dyspareunia (painful sexual intercourse), blurry eyesight, weight gain, abdominal adhesion, obstruction in intestines, pain: pelvic, did not undergo an and essure confirmation test ¿ were added. This case is medically confirmed. Reporter, demographics, historical medication, concurrent condition, essure indication, essure lot number, essure insertion/removal date, treatment, concomitant medications were added. Events: vaginal pain, lower abdominal pain, vaginal bleeding, dysmenorrhea, dyspareunia, bleeding (vaginal/menorrhagia), fatigue and weight problems outcome was updated to recovered/resolved. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-1398) on 04-oct-2015. The most recent information was received on 02-jul-2019. This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube)'), pain ('complete pain / achy body / pain') and intestinal obstruction ('obstruction in intestines') in a 46-year-old female patient who had essure (batch no. 676717) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's medical history included unilateral carpal tunnel syndrome on (B)(6) 2018, recurrent abortion, post-traumatic stress disorder, depression and neck pain. *ultrasound: unknown lesion in one fallopian tube, a large cyst in one ovary and huge fibroid in uterus. Previously administered products included for birth control: implanon from (B)(6) 2008 to (B)(6) 2008; for an unreported indication: vicodin. Past adverse reactions to the above products included migraine with vicodin. Concurrent conditions included endometriosis, breast tenderness, fibromyalgia, degenerative disc disease, breast pain, breast pain and numbness. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2008 to (B)(6) 2010 for birth control and genital bleeding as well as ciprofloxacin, citalopram from 2009 to 2010, diclofenac since (B)(6) 2008 to 2009, doxycycline, gabapentin from 2008 to 2009, lorazepam, oxycodone hydrochloride;paracetamol (percocet) and phenazopyridine hydrochloride (pyridium). In (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced urinary tract infection ("uti - got them a lot after intercourse"). In (B)(6) 2010, the patient experienced rash ("rash on my hands, fingers, feet, chest"). In (B)(6) 2010, the patient experienced depression ("depression") with fatigue, asthenia and apathy. In (B)(6) 2010, the patient experienced migraine ("migraines") with photophobia and feeding disorder, vulvovaginal pain ("electric-shock-type" pains that shoot up through my vaginal area/pain:low pain shooting pain through vaginal area"), headache ("headaches") and dysmenorrhoea ("dysmenorrhea (cramping)") and was found to have weight increased ("weight gain"). In 2012, the patient experienced dizziness ("dizziness") and amnesia ("memory loss"). In 2013, the patient experienced visual impairment ("vision affected/unable to read without glasses"), tooth disorder ("dental problems") and vision blurred ("blurry eyesight"). In 2014, the patient experienced abdominal pain lower ("cramping/lower abdominal pain"), fallopian tube disorder ("unknown lesion growing in one or my fallopian tubes/lesion in fallopian tube") and ovarian cyst ("large cyst in one of my ovaries/cysts") and was found to have uterine leiomyoma ("huge fibroid in my uterus/fibroids"). On (B)(6) 2014, the patient experienced vaginal haemorrhage ("vaginal bleeding/abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), 4 years 4 months after insertion of essure. In 2015, the patient experienced temperature intolerance ("temperature intolerance - cold"). On(B)(6) 2017, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). In (B)(6) 2017, the patient experienced abdominal adhesions ("abdominal adhesion") and intestinal obstruction (seriousness criterion medically significant). On an unknown date, the patient experienced pain (seriousness criteria medically significant and intervention required), abdominal distension ("swollen bloated stomach"), fibromyalgia ("fibromyalgia"), abdominal pain upper ("pains in my stomach"), back pain ("pain in lower back/pain: lower book"), memory impairment ("my memory has been affected"), vaginal infection ("vaginal infection"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), blister ("small blisters"), dyspareunia ("dyspareunia (painful sexual intercourse)") and pelvic pain ("pain: pelvic"). The patient was treated with ibuprofen and surgery (she had bilateral salpingectomy to remove the essure). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, fibromyalgia, abdominal pain upper, back pain, fallopian tube disorder, ovarian cyst, uterine leiomyoma, memory impairment, visual impairment, temperature intolerance, urinary tract infection, vaginal infection, female sexual dysfunction, blister, rash, headache, tooth disorder, dizziness, amnesia, dysmenorrhoea, vision blurred, abdominal adhesions, intestinal obstruction and pelvic pain outcome was unknown, the pain, abdominal distension, migraine and depression had not resolved and the vaginal haemorrhage, abdominal pain lower, vulvovaginal pain, menorrhagia, dyspareunia and weight increased had resolved. The reporter considered abdominal adhesions, abdominal distension, abdominal pain lower, abdominal pain upper, amnesia, back pain, blister, depression, dizziness, dysmenorrhoea, dyspareunia, fallopian tube disorder, fallopian tube perforation, female sexual dysfunction, fibromyalgia, headache, intestinal obstruction, memory impairment, menorrhagia, migraine, ovarian cyst, pain, pelvic pain, rash, temperature intolerance, tooth disorder, urinary tract infection, uterine leiomyoma, vaginal haemorrhage, vaginal infection, vision blurred, visual impairment, vulvovaginal pain and weight increased to be related to essure. The reporter commented: discrepancy in essure insertion dates (B)(6) 2010 and (B)(6) 2010 current weight 127 lbs. As per (B)(6) 2010 insertion date: there was approximately one coil left on the left. 3 coils in right 0 coil in left (as reported). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.2 kg/sqm. Pathology test - on (B)(6) 2017: right fallopian tube: completely transected segment of fallopian tube. Coiled metallic device consistent with essure device b. Left fallopian tube: completely transected segment of fallopian tube coiled metallic device consistent with essure device. Pregnancy test - on an unknown date: negative. Ultrasound scan - on an unknown date: results: lesion in tube, ovarian cyst and uterine fibroind. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: dizziness, depression, lower abdominal pains, pelvic pain, fibromyalgia.". Concerning the injuries reported in this case, the following events were confirmed via patients medical record :cramping, urinary tract infection,abdominal pain,headache,migraines,dizziness,memory loss,pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 2-jul-2019: quality safety evaluation of ptc (product technical complaint) incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority FDA (reference number: FDA-2014-n-0736-1398) on (B)(6) 2015. The most recent information was received on (B)(6) 2017. This spontaneous case was reported by a lawyer and describes the occurrence of pain ("complete pain / achy body / pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included recurrent abortion. In (B)(6) 2010, the patient had essure inserted. In 2014, the patient experienced vaginal haemorrhage ("vaginal bleeding"), abdominal pain lower ("cramping") and fallopian tube disorder ("unknown lesion growing in one or my fallopian tubes"). On an unknown date, the patient experienced pain (seriousness criteria medically significant and intervention required), abdominal distension ("swollen bloated stomach"), migraine ("migraines") with photophobia and feeding disorder, fibromyalgia ("fibromyalgia"), abdominal pain upper ("pains in my stomach"), back pain ("pain in lower back"), ovarian cyst ("large cyst in one of my ovaries"), uterine leiomyoma ("huge fibroid in my uterus"), memory impairment ("my memory has been affected"), vulvovaginal pain ("electric-shock-type" pains that shoot up through my vaginal area"), depression ("depression") with fatigue, asthenia and apathy and visual impairment ("vision affected"). The patient was treated with surgery (she had surgery to remove the essure). Essure was removed on (B)(6) 2017. At the time of the report, the pain, abdominal distension, migraine, vulvovaginal pain and depression had not resolved and the fibromyalgia, vaginal haemorrhage, abdominal pain lower, abdominal pain upper, back pain, fallopian tube disorder, ovarian cyst, uterine leiomyoma, memory impairment and visual impairment outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, abdominal pain upper, back pain, depression, fallopian tube disorder, fibromyalgia, memory impairment, migraine, ovarian cyst, pain, uterine leiomyoma, vaginal haemorrhage, visual impairment and vulvovaginal pain to be related to essure. Diagnostic results: ultrasound: unknown lesion in one fallopian tube, a large cyst in one ovary and huge fibroid in uterus. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The reported medical events are not indicative of a quality deficit per se. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2017: summons received - case upgraded as incident. Surgical treatment was added for the event pain. Product explant date was added. New legal reporter lawyer were added. ¿essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only". Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.